Event description:
Additional information was received that the event was resolved by reprogramming.

Event description:
It was reported that episodes of oversensing due to myopotentials were observed on the device. Reprogramming was recommended to resolved the event. No intervention has been performed at this time. The patient was stable and there were no consequences.